Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was 400 mg/dl. The customer's blood glucose level was treated with a shot. The customer had issues with three reservoirs. The customer was advised that the device would be replaced and agreed to return the product for analysis.